Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The user reported a blood glucose level of 86 mg/dl and the user was unsure if the pump delivered too much insulin or if the user did not eat enough carbohydrates for dinner. Review of pump data confirmed that approximately 19.28 units were delivered; however, the user stated that they do not remember delivering the bolus. Reportedly, the user stated that there was a possibility they delivered the bolus; however, the user does not remember. The user ate carbohydrates to address bg level. It was confirmed that the user had an alternate method of insulin delivery available.